Event description:
It was reported that following holter telemetry the physician found some missing ventricular beats and irregular atrial pacing. The device was explanted and replaced. No patient complications have been reported as a result of this event, and the patient's status was reported as "good".

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) preliminary testing revealed a pacing output when device was programmed vvi 30 bpm bipolar mode. Testing on the automated functional testers revealed anomalous output conditions. The no output condition was the result of lifted hybrid bond wires. Analysis of the memory dump data revealed the device lead impedance measured good as of the explant date of (B)(6) 2010. Analysis of the memory dump indicated that the wire bond lifts occurred after explant.